Event description:
Md started arterial access on left femoral artery, in order to gain arterial access and monitoring to be used by anesthesia team. Hypodermic needle (from micropuncture kit) was used to gain arterial access and wire (included in micropuncture kit) was then inserted by md through the hypodermic needle. Needle and wire were then taken out by md. Upon assessment by md, the wire had expanded and unraveled. Wire remains as one piece, but appears expanded and unraveled, in the fashion of a spring. FDA safety report ID# (B)(4).